Event description:
Material no: 381434 batch no: 9241749. It was reported that before use of the bd¿ 20g x 1.16in (1.1 x 30 mm) insyte autoguard the rn removed 20g IV catheter from package and upon inspection noted that the needle had poked through and broke the plastic catheter approximately 2 cm from tip. The following information was provided by the initial reporter: upon starting an IV for an ops patient, rn removed 20g IV catheter from package and upon inspection noted that the needle had poked through and broke the plastic catheter approximately 2 cm from tip. Catheter/needle disposed of properly and did not reach patient.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 381434, batch no: 9241749. It was reported that before use of the bd¿ 20g x 1.16in (1.1 x 30 mm) insyte autoguard the rn removed 20g IV catheter from package and upon inspection noted that the needle had poked through and broke the plastic catheter approximately 2 cm from tip. The following information was provided by the initial reporter: upon starting an IV for an ops patient, rn removed 20g IV catheter from package and upon inspection noted that the needle had poked through and broke the plastic catheter approximately 2 cm from tip. Catheter/needle disposed of properly and did not reach patient.